Event description:
Epidural catheter inserted at approx 16:15 in preparation for vaginal delivery. Catheter removed post partum at approx 00:30. Tip of catheter (approx 1 cm) was retained. No adverse outcome expected.